Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 with this report. Test p-cap and reservoir does not lock properly into reservoir compartment during testing due to missing retainer. Pump error 75 alarmed during self test and was confirmed in history file due to moisture damage on electronic assembly. Successfully downloaded history files and traces using thus software. Unable to perform functional tests including the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. The pump failed the active current measurement test due to corroded battery tube assembly. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and battery tube assembly noted. ¿ the following were noted during visual inspection: minor scratches on lcd window, corroded battery tube, scratched case, cracked keypad overlay, missing o-ring, missing display window cover, broken reservoir tube lip, faded serial number label, cracked case (corner of belt clip rails), detached retainer and cracked battery tube threads. Pump error 75 alarm was found in history file on 06/13/2024 08:03:23.000. Pump error 25 alarm was found in history file on 06/17/2024 01:05:01.000. In summary, unable to performed functional testing due to missing retainer. No delivery alarm/occlusion alarm unknown due to unable to perform functional testing. Failed battery test not confirmed. Pump error 75 alarmed during self test due to moisture damage on electronic assembly. Expose to moisture noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Test p-cap and reservoir does not lock properly into reservoir compartment during testing. The pump failed the self test. Successfully downloaded history files and traces using thus software. Unable to perform functional tests including the displacement test and occlusion test due to missing retainer and broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The pump failed the active measurement test due to corroded battery tube assembly. Pump was cut open to perform visual inspection and found evidence of physical or moisture damage on the pcba1, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, missing o-ring, missing display window cover, broken reservoir tube lip, faded serial number label, cracked case (corner of belt clip rails) and cracked battery tube threads. Pump error 75 alarm was found in history file on 06/13/2024 08:03:23.000. Pump error 25 alarm was found in history file on 06/17/2024 01:05:01.000. In summary, the pump failed functional testing. No delivery alarm/occlusion alarm not confirmed. Failed battery test not confirmed. Pump error 75 noted during self test. Expose to moisture noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic), failed batt test, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-1715km. Trouble shooting was not performed and customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported receiving a battery failed alarm. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. Customer will continue to use the insulin pump. No product return is required for mmt-1715km.